Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. Reportedly, this lead was exposed and was repositioned. The infected area was debrided. Additional information indicated that after the debridement of the infected part and device repositioning, the rv lead was damaged when the adhesion was detached. Therefore, the rv lead was left in the body after the debridement. Hence, the removal was discontinued, and a stump treatment was performed. Furthermore, the rv lead remains in the subclavian vein. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field h6: device codes and impact codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. Reportedly, this lead was exposed and was repositioned. The infected area was debrided. Additional information indicated that after the debridement of the infected part and device repositioning, an insulation issue of this lead has occurred when tried to detach the adhesion of the lead. The screw came off in a body turn, and it was able to pull out up to the subclavian vein, but it was not able to pull out any further probably due to the adhesion of the lead. Hence, the removal was discontinued, and a stump treatment was performed. Furthermore, the rv lead remains in the subclavian vein. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. Reportedly, this lead was exposed and was repositioned. The infected area was debrided. Additional information indicated that after the debridement of the infected part and device repositioning, an insulation issue of this lead has occurred when tried to detach the adhesion of the lead. The screw came off in a body turn, and it was able to pull out up to the subclavian vein, but it was not able to pull out any further probably due to the adhesion of the lead. Hence, the removal was discontinued, and a stump treatment was performed. Furthermore, the rv lead remains in the subclavian vein. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field h6: device codes and impact codes. Upon receipt at our post market quality assurance laboratory, visual inspection revealed that there was blood noted in the lumen. The setscrew marks were in the correct location on the terminal pin. Noted torn insulation (insulation from terminal molding) and stretched coils in the area of torn insulation were likely due to explant damage. Electrical continuity testing passed which indicating conductors were intact on the segment of lead returned. The conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.